Event description:
It was reported to medtronic neurosurgery that the physician tested the device and found the three-way connector leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No impact to the pt was reported.